Manufacturer narrative:
The customer reported that the central nurse's station (cns) rebooted on its own and displayed a "display settings failed" error message. The central nurse's station (cns) application would not display correctly and patient vitals were not viewable. The biomedical engineer set the color to 32 bit and the resolution to 1280 x 1024 and tried to update the display drivers, however the issue continued to persist. The biomedical engineer was going to switch video card 1 with video card 2 and call back to verify this resolved the issue, however after 3 attempts to follow-up with the customer, there has been no new information on whether this resolved the issue for them. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) rebooted on its own and displayed a "display settings failed" error message. The central nurse's station (cns) application would not display correctly and patient vitals were not viewable.